Event description:
The output remains active.

Manufacturer narrative:
The returned bipolar cable functioned as expected until the cord was "wiggled" slightly. Depending on how the cord was twisted the internal wires in the cord would short causing continuous activation.